Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/17/2022, it was reported by a distributor via sems that a ar-3600d-2 drill for fibertak stopped, broke, and was stuck into the guide. This occurred during the repair of the labrum case while drilling resistance was felt and the drill stopped, broke, and was stuck into the guide, it was realized then that a rigid drill was picked and needed to be replaced with a flexible drill to be used with the reusable curved guide. The broken fragment was retrieved, and there was no patient effect reported.